Event description:
The sales rep reported that the valve would not stay programmed to the suggested setting. On three separate occasions the doctor set the certas valve to 3 but it would change to 5. The patient was sleeping on something similar to an ipad. As a result, the device was replaced.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the position of the cam when valve was received was at setting 2, and sitting as per specifications. The valve was visually inspected, and it was noted that the silicone housing around the siphon guard was torn; marks were also noted on the siphon guard. This could be due to a clamp being used, but this could not be determined. The valve was tested for programming and failed the test. The cam mechanism did not move. . The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again and the flow was normal. The siphon guard was irrigated with purified water, no occlusion was found. The valve was dried and retested for programming. The valve passed the test. The valve was then pressure tested and passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the ruby ball, on the seat of the ruby ball, on the cam mechanism pillar, and on the base of the valve. Review of the history device records confirmed the valve conformed to the specifications when released to stock. The root cause of the problem could be due to biological debris found on the spring, on the ruby ball, on the seat of the ruby ball, on the cam mechanism pillar, and on the base of the valve .noted in the reported complaint it was explained that the patient slept on a device similar to an ipad. In a related independent article a study was conducted to determine whether an ipad could influence the programmed setting within a valve, the study did not confirm that an ipad could influence re-programming of the certas valve. In review with marketing, it was suggested that it is highly unlikely that the ipad will change the programmed setting of the valve, however this cannot be confirmed. This is the first complaint of this nature for certas valves and is considered to be an isolated incident. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Programmed at the setting the surgeon programmed it to. On three separated occasions the doctor changed the certas valve to 3 and he would come back at 5. His symptoms were in line with this. However, the patient had something similar to an ipad and sleeping on it (college student). Valve was replaced with a delta 1.5". Spoke with the mother of the patient and she explained that patient required revision to prior placed shunt in (B)(6) 2012 which was done on december 5 (prior shunt was placed due to brain cancer treatments apparently bringing about the need for the shunt). Patient did well up until august at which time he experienced serious headaches. Multiple attempts to re-program/re-set the valves did not allow for improvement. Patient's mom indicated that changes made to the valve did not stay where they started (e.g., valve set to 5 and later found to be on setting 7). Patient condition deteriorated and surgeon pointed to "defective shunt". Shunt removed on (B)(6) 2013. Physician said it would be returned to us for examination. Please see if this had been returned to us as the physician said back in the september timeframe. Although patient's mom did not want to bring lawsuit, they have claimed significant expenses out of pocket and will seek reimbursement for those expenses. I told her to itemize these and to send that itemization to me for presenting to the law department for consideration. She has my direct phone number and may reach out later if any questions come up. I did make her aware that the device was under a recall but I could not be certain that her son's shunt issues were in any way related to the reasons for the recall.